Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with a teflon infusion set on the back of the arm, with cgm readings peaking at 347 mg/dl and remaining elevated for about 10 hours until supplies were changed, after which glucose trended down; the prior cannula was discarded and could not be inspected, and the user also noted the reservoir was nearly empty upon waking. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available due to insufficient information, and no specific device component issue could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.